Manufacturer narrative:
According to the complaint the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose (bg) levels reached 432 mg/dl while wearing the pod between 24 and 36 hours. The patient performed a self-injection, which lowered the bg, but increased after consuming a half bagel. Symptoms reported include thirsty, stomach ache and ketones. The patient was diagnosed with hyperglycemia. The patient was treated with fast acting insulin and fluids intravenously and released the same day.